Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 3.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. During withdrawal of the device, the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent identified proximal stent damage. Proximal strut segment 1 was lifted and bent back in a distal direction. The remainder of the struts were undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 3.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. During withdrawal of the device, the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.